Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Cause was not known. Customer consumed juicy juice to address bg. It was also reported the customer experienced an elevated bg of "high", although a specific value was not given. Customer addressed their bg with a correction bolus via pump.